Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, tandem technical support educated the customer that using infusion sets longer than the recommended period is considered off label per the tandem user guide. The customer reverted to manual dose injection for insulin therapy.